Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer states she thinks that she was connected on the insulin pump while priming. Customer states that multiple alarms occurred on the insulin pump.

Manufacturer narrative:
Analysis was performed and the insulin pump was unable to prime due to faulty force sensor. Unable to perform the basic occlusion test due to the prime/fill anomaly.